Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same to a device marketed in the u.s.

Event description:
It was reported that before the implant the device was interrogated in the box and it was discovered that the vf detection was previously turned on and the device had delivered shocks in the box. The device was not implanted. No patient was involved with this event.